Manufacturer narrative:
Updated information: h6 med dev prob code added a141102.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions and to correct information provided in a previously submitted MDR. During review of the complaint record and coding alignment, it was determined that the medical device problem code a01 should have been included based on information present in the original complaint narrative. The initial MDR was submitted within the required reporting timeframe; however, the code was not included in the original report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary ==> thromboembolism/patient-device interaction: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high: the cause of the purge pressure high could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 43-year-old female patient presenting in acute decompensated cardiomyopathy, in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilatory for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the purge flow decreased by 2.5ml. The purge flow was at 7.1 during am rounds and 7 was the lowest reported by the nurse. Tissue plasminogen activator (tpa) was ordered at 2mg in 50mls sterile water and the nurse changed the purge fluids to this. The purge flow increased to 11 after the tpa change. No further issues were reported. There was no noted interruption of flow or support for the patient. While on support, the device functioned as intended at p-7 at 4.2l/min with d5w heparin in the purge solution. The tissue plasminogen activator (tpa) was utilized for the high pp to mitigate impact of biomaterial within the motor and there was no impact on the patient.